Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the harmonic ace instrument was not working. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument exhibited an energy output issue. The customer reported that a fragment fell inside the patient and was retrieved using a prograsp forceps instrument during the same procedure. The customer visually confirmed the broken part matching the instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken. A piece approximately 0.404" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.